Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted, additional manufacturing narrative (if other): per the on-site representative, the patient was admitted to the ICU following the reported event for two days. No abg was taken and no comparator device was used at the time of the incident - the staff felt the device readings of "low 80s" did not fit the clinical picture of the patient during treatment.

Event description:
The customer reported that pediatric patient was initially admitted with spo2 readings of 99%. Signal then dropped out. Patient was having airway difficulty with staff attempting jaw thrusts and providing supplemental oxygen. Next spo2 readings were in the ¿low 80s" but staff did not feel they were accurate. Patient continued to have airway difficulty and was admitted to pediatric ICU for observation. No consequences or impact to patient were reported.